Event description:
It was reported during the implant procedure that the lead was removed during an implant attempt as the physician needed a long sheath. Upon examining the lead, it was noted the coil was separated. As such, a new lead was used. (B) (4): no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted noted on visual inspection, no anomalies were found.